Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was attempted to stabilize the opened clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the deployment, clip opened after the deployment. It was noted clip was stable on both leaflets. Mitraclip xt was implanted to stabilize the opened clip. All steps were performed as per IFU during the preparation. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.